Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with continuous glucose readings above target for approximately four hours, with a highest blood glucose of 261 mg/dl, and a concurrent fingerstick value more than 50 mg/dl different from the sensor; the user¿s caregiver calibrated the g7 sensor and administered three glucose tablets within the last hour. Symptoms included no acute clinical effects. Outcomes included no need for medical intervention, hospitalization, or ketone testing, and the caregiver provided routine assistance due to the user¿s dementia. Investigation included review of the event details and device use as reported by the caregiver. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contribution from sensor inaccuracy prior to calibration. It was concluded that the event was non-serious and user recovered without sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.